Event description:
Supplemental report is being submitted due to the completion of the investigation on 24-feb-23.

Manufacturer narrative:
Device evaluation: 1 x chbso-7-7 of lot number c1882116 was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Documents review : prior to distribution all chbso-7-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1882116. The instructions for use, which accompanies this device, instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: no root cause required as the complaint is not confirmed. As per customer testimony the wirelock appeared to be blocked from the inside causing the stent and other instruments to become hooked to the wirelock. As the wirelock caused the advancement difficulty of the stent the cook stent is confirmed to have not contributed to the event. When the wirelock was removed the stent was put in place successfully. Cook does not supply the wirelock. Summary: the complaint cannot be confirmed because the device or the procedure has not caused or contributed to the events reported. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Prosthesis could not be guided through the wirelock. Several instruments were also hooked to the wirelock. "As per cc form": the physician tried to push the stent through the wire lock but it was impossible. It seemed something inside the wire lock was blocking the duct. The wire lock was removed and the used regular valve to proceed with a regular procedure of a plastic stent implantation

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.